Event description:
It was reported that lasix (100ml/5mg/hr.) Was initiated on (B)(6) 2019 at 2214 however on (B)(6) 2019 2247 the 100 ml bag was emptied. The physician ordered for the lasix to be held, potassium, magnesium labs drawn and close monitoring of patients¿ blood pressure. Although there was no patient harm reported there was a delay in patient treatment. The rn stated per ;¿utilized mar to program new lasix drip (100ml bag to be run at 5mg/hr.) To alaris pump at 2214. Verified correct dosage/rate/volume. At 2247, alarm alerted "air in line". When rn assessed, bag was completely empty. Verified correct programming. Charge nurse witness correct programming on pump. I&o flow sheet in epic demonstrated the ordered 2.66 ml of infusion within the 34 minutes; however, the patient actually received 100 ml of the infusion.¿

Manufacturer narrative:
Correction on initial report: d.4, h4, h6 . Additional information provided: a.1, a.2, a.3, a.4, b.3, b.5, d.10 & d.11. The report of a free flow event was not confirmed. Physical inspection of the device noted the instrument seal not intact. The only observed abnormalities were dull iui connectors; green corrosion was also present on the right iui connector. No irregularities were discovered when disassembling the mechanism. The pcu error log recorded no malfunctions on the reported event date and time. The pcu event log shows that pump module (B)(6) was programmed to infuse drug ID (B)(4)via a remote IV request at 10:14 pm on (B)(6) 2019. At 10:14 pm, the user changed the vtbi from 100 ml to 95 ml and started the infusion. The rate was calculated to be 5ml/hr. At 10:45 pm, the device alarmed for air in line. Between 10:45 pm and 10:49 pm, the user paused and restarted the infusion 3 times. The user then programmed a delay for 30 minutes. A few seconds later, the user cancelled the delay and started the infusion. At 10:52 pm, the user programmed a delay for 60 minutes. At 11:19 pm, the user programmed a delay for 60 minutes. At 11:53 pm, the user cancelled the delay and started the infusion. A few seconds later the user programmed another delay for 60 minutes. At 11:54 pm, the user cancelled the delay and started the infusion. A few seconds later the user programmed a delay for 60 minutes. At 12:54 am on (B)(6) 2019, the device alarmed for callback before infusion. At 12:55 am, the device was channeled off and the system was shut down and powered off. The volume recorded as being infused during this period was 2.658 ml. Functional testing found the device delivering fluid within specification. The root cause of the reported free flow event was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided. Model or lot requested however not provided.

Event description:
It was reported that the device free flowed unspecified fluids. There was no report of patient impact. Although requested there was no additional event details provided at this time.